Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-001280.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance two smart coils out of their introducer sheaths and into the non-penumbra microcatheter. Therefore, the smart coils were removed. The physician then attempted to advance the smart coils out of their introducer sheaths on the back table but the coils were still unable to exit the sheaths. Thereafter, the procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.